Event description:
The explanted device has been received without any previous complaint at hq.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an inflammation at the implant site and extrusion of the device through the skin. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been explanted and has been received to hq for investigation.